Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h11: investigation results - the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of pull wire break could not be confirmed. The device was not returned for analysis despite good faith efforts. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pull wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the material experienced a problem during use. Specifically, the strap broke while in use, requiring replacement. The procedure was successfully completed using a different device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.